Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient¿s cgm was reading 44 mg/dl. The patient self-treated with milk, soda, a sugar tablet, candy, orange juice, and a ¿glucose pen¿. At an unspecified time later, the patient attempted to test a bg meter reading, which resulted in an ¿error¿ while the cgm was providing an ¿urgent low¿ alert. The patient also began feeling nauseous, dizzy, weak, jittery, had increased thirst and urination, dry mouth, and presyncope. Ems was called around 11am. Once ems arrived, the patient was transported to the ER. At the ER, the patient¿s bg level was 1000 mg/dl. No cgm comparison value was provided at this time. The patient was admitted to the ICU and treated with IV fluids containing potassium and sodium. The patient was discharged home three days later. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. The allegation was undetermined. The probable cause could not be determined. The customer's complaint was undetermined because an investigation cannot be performed. No additional patient or event information is available.